Manufacturer narrative:
Reliability analysis not required. Unable to perform insertion test due sensor returned opened/used. (Insertion needle not returned).

Event description:
It was reported the customer's sensor was disconnected from the serter. The customer stated only the needle was connected to the serter. She also stated she did not put the sensor in hard enough. No additional information provided.